Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The fsr found that the cardioplegia (cpg) pump would not run at all (on any speed) on the cooler heater unit. The fsr determined that the problem was on the cardioplegia relay circuit board. The fsr installed a new cpg relay circuit board. With the relay board replaced and testing completed, the unit operated to MFR specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit was making a loud clicking noise. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.